Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The proximal end of the adapter was broken and received separated from the reload. The articulation flag was bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
According to the reporter, during laparoscopic liver resection, the stapler was unable to fire while being applied on liver. The surgeon was able to press the green button but unable to squeeze the handle. The handle was locked and pins in device were broke when surgeon clamped down on tissue and staple load. Patient outcome was asked but unknown.